Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's data file was returned. Review of the data file found that the device was in manual mode and is charged two times and on both times it discharged with a valid patient impedance. There is no evidence in the returned data file that indicates the device was unable to discharge. This has been closed as report unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.